Event description:
It was reported that the balloon burst during use. During a percutaneous transluminal angioplasty (pta) procedure to treat an arteriovenous fistula (avf), a mustang 9.0 x 80, 75cm balloon catheter was inflated inside the patient. During inflation, the balloon burst. The device was replaced with another mustang balloon catheter of the same size, and the procedure was completed successfully. No patient complications were reported, and the patient remained stable as a result of this event.